Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was "high", however, a specific blood glucose level was not provided. Reportedly, the customer disconnected from the pump and the pump restarted as intended. Customer administered manual injections to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.